Event description:
The consumer reported a shocking sensation and overstimulation in his spinal area where he usually feels stim. The issues started suddenly when the patient was sitting still in his recliner and he had not adjusted the stim with his patient programmer (pp). It was noted that the stimulation output change was related to positional movement; if the patient stayed still, the sensation wasn't as intense. When the patient checked their implantable neurostimulator (ins) with the pp on the day of the report, the pp showed that the stim was off and at 0v, but that hadn't changed the sensation. On the pp, the call your doctor icon/message appeared with no code on the screen. It turned out that the patient had a non-rechargeable ins. To resolve the issue, the patient was instructed to perform physician recharge mode (prm)s; the countdown timer appeared on the pp and the overstimulation sensation still did not resolve. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.